Event description:
An epic supra tissue valve was implanted in this aortic valve replacement procedure on (B)(6) 2011. In (B)(6) 2015, a trans-esophageal echo revealed a high gradient (~60-70mm hg). Adhesion of the cusps due to aortic stenosis was suspected. The patient was hospitalized due to symptoms of heart failure and was monitored. Three weeks later, the gradient had decreased to 20mm hg and the patient was stable. Per report, the reason for the hospitalization was not related to the device. The valve remains implanted.

Event description:
An epic supra tissue valve was implanted in this aortic valve replacement on (B)(6) 2011. In 2015, a trans-esophageal echo revealed a high gradient and adhesion of the cusps due to aortic stenosis was suspected. The patient was hospitalized due to symptoms of heart failure and her valve is being monitored.

Manufacturer narrative:
(B)(4).